Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of 1 year (please note that the exact date of event is unknown). Through follow-up with the health-care provider, it was learned that the valve was explanted due to prosthetic mitral valve endocarditis. The surgeon also noted that this event was due to patient related factors and not a device malfunction. The source of the infection was from the patient's IV drug abuse. The explanted device was replaced with another edwards' bioprosthetic valve. No other details provided.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards' device was not returned for analysis; therefore, the reported event could not be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. In addition, the surgeon has indicated that the source of the infection was from the patient's IV drug abuse. No further actions are possible with the available information.